Manufacturer narrative:
Medtronic investigation of returned detector/processor confirmed the reported event. Installed cp2 in test imaging system and the system did not ready. The cp2 displays error 38, gain image data copy to ipu memory fails. Installed detector panel in imaging test system with known good cp2 and the system readies, as well as 2d and 3d imaging are successful. The reported event was found to be caused by an electrical failure of the cp2.

Manufacturer narrative:
No patient involved in this concern. A medtronic representative visited the site and found that the pendant x-ray bar continuously scrolled and system was stuck in standalone mode. The paxscan processor booted and displayed error 38. Hardware fault. He replaced the detector and processor on o-arm. Performed a system check. O-arm fully functional after part replacement. Suspect component has been received back for evaluation, but evaluation is not yet completed.

Event description:
A site representative reported the o-arm would not boot up. No patient involvement.

Manufacturer narrative:
Correction: serial number inadvertently reported in lot number field. Serial number now corrected.